Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the iliac artery during treatment of stenosis. As reported, the vbx device reached the intended treatment site, and was successfully delivered with no issues. However, when the vbx balloon catheter was removed from the patient, it was noticed the balloon covering had become detached on the proximal end. The removed balloon was confirmed to have no missing pieces. The patient did not experience any adverse consequences. 2203-a:-other (balloon cover detached during catheter withdrawal).

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications the cause for the broken components cannot be determined; however, the balloon cover appears to have come away from its proximal end tie down location and shifted distally, completely off the balloon cover which is why broken components general failure mode code was selected, confirming the failure mode to be present. The mechanism would be consistent with withdrawing the deflated device through the introducer sheath indicating possible interaction with another device and/or accessories could have occurred. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.